Event description:
It was reported that the customer had a no delivery alarm. Customer's blood glucose level was 481 mg/dl. Customer was trying to give himself a bolus. Customer had not corrected. Customer performed a fixed prime and the insulin did exit the tubing. Customer stated that the cannula was bent. Customer does not know if he has scar tissue. Customer was advised to change the set and send back the other set. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.